Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the occurrence of system fault 223 and the self-test failure. The evaluation determined that the device failure to complete its internal self-test and the occurrence of error message (sf223) were due to defective components in the pneumatic block. The pneumatic block was replaced to address this issue. Review of the device logs also found a single occurrence of system fault 74 (sf74) indicating a software task fault. Based on the investigation and previous investigations of similar complaints, it was determined that sf74 was due to a software issue. The device software was updated to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf223) indicating peep blower failure and failed to complete its internal self-test. There was no patient injury reported as a result of this incident.